Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubbles. Customer blood glucose reading was 180 mg/dl. Troubleshoot was not completed. Customer reservoir and set will be replace since they did not work. Customer will call back to complete troubleshooting. Reservoir will not be returning for analysis.